Event description:
Customer states that the left side frame is bent backwards and sideways.

Manufacturer narrative:
(B)(4). Initial mfg report # 9616091-2015-00156 was submitted to the FDA on (B)(4) 2015. Additional information was received from the dealer on (B)(6) 2015.

Event description:
Customer states that the left side frame is bent backwards and sideways. Updated information from the dealer on (B)(6) 2015: dealer stated that when the frame on the 9xt wheelchair broke/bent the mounting hardware for the matrx pb back broke as well.